Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 50mm; cat # 502-03-50d; lot # mna8xv, delta v-40 ceramic head 32/+4; cat # 6570-0-232; lot # 46867002, size 3 accolade ii 132 deg; cat # 6720-0330; lot # 44926402. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
There was no explanation provided. The patient selected "no" for satisfaction. A follow-up questionnaire was completed by the subject where they answered "no" for satisfaction with the results of the study hip replacement. The patient is not satisfied due to sharp pain in their left hip. No additional details can be provided as this was a phone visit and no clinical notes were obtained.